Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No additional information was provided.

Event description:
It was reported that the pcu received error code 133.6080. No additional information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No additional information was provided.

Event description:
It was reported that the pcu received error code 133.6080. No additional information was provided.